Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found a defective valve and a damaged pump connector due to a previous leakage. He then replaced both parts. The assay and the analyzer were confirmed to be again performing within specifications. The investigation excluded reagent issues as no further issues were reported and correct reruns were performed with the same reagent. The investigation determined the event was due to the issue identified by the fse (defective valve and a damaged pump connector). The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c results from multiple patient samples tested on three cobas c513 analyzer commercial systems (cobas a, cobas b, and cobas c). The reporter was able to provide three patient samples with discrepant results: the initial results were not reported outside of the laboratory as results above 6% were rerun on another analyzer and all results that are more than 5% were rerun on their d-100 instrument. On (B)(6) 2024: patient sample (B)(6). The initial result from cobas a was 6.1%. The first repeat result from cobas c was 6.7%. The second repeat result from the d-100 was 6.0%. On (B)(6) 2024: patient sample (B)(6). The initial result from cobas c was 6%. The first repeat result from cobas a was 5.1%. The second repeat result from the d-100 was 4.8%. On (B)(6) 2024: patient sample (B)(6) the initial result from cobas c was 6%. The first repeat result from cobas b was 5.4%. The second repeat result from the d-100 was 5.3%. The questionable results were from cobas c. The results from cobas a and b agreed with the results from the d-100 analyzer. The repeat results from the d-100 analyzer were reported to the physicians.